Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. The medical investigation concluded that the undated images provided revealed progression of the laterally positioned distal femur along with a varus deformity. Currently, we are unable to rule out initial lateral alignment of the distal femur and the lack of pre-operative adaptations to prevent movement of limb segments as contributing factors to the reported event. The patient impact beyond aesthetics, altered joint wear/gait, possible revision surgery, additional rehabilitative therapy, and radiological exposure cannot be concluded but if there is correction of this deformity, another procedure would be required or a permanent deformity may impact their function. No further medical assessment can be rendered at this time. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that rail has bent, preventing complete lengthening to occur and causing the patient to fall into a varus deformity.